Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems instrument staples did not close perfectly and the staples fell into the pt. The surgeon did not report if the staples were withdrawn or not. Info received was the pt was ok. Another instrument was used to complete the case.